Event description:
The tip of the depuy/mitek expressew ii suture needle broke off during shoulder arthroscopy rotator cuff repair. The following notes are taken from the operative note: "we placed a horizontal mattress suture with expressew suture passer needle. We then placed another horizontal mattress suture for a double row repair. Upon placing the suture, we removed expressew suture passer noted that the needle tip had broken off."